Event description:
The pt received two leads with the same lot numbers. The pt received she had received a shock at the lead site one time. The pt had turned her system off. Follow up identified the pt had charged her system and was advised to follow up with a physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.